Event description:
It is reported that in 1998, the pt underwent left total hip replacement. Postoperatively, they experienced pain, and x-rays taken in 2002 revealed that the femoral stem had loosened. As a result, in 2003, pt's hip was revised where the femoral stem was removed and replaced.